Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, displacement test and basic occlusion test. The insulin pump was unable to prime during prime test due slightly loose drive support disk. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, broken battery tube threads, missing end cap sticker, display window and scratched lcd glass.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump was dropped causing the screen to shatter. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.